Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 66 (mg/dl). Reportedly, customer had programmed a bolus but did not eat enough carbohydrates during their meal as programmed. Customer consumed juice and crackers to stabilize bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to contact tandem technical support for any future low bg events.